Event description:
Event description boston scientific received information that one day post implant, this ventricular lead exhibited an impedance measurement greater than 2500 ohms. The lead was tested using a pacing system analyzer and found to have the same issue. A lead fracture was suspected and the lead was explanted and replaced. There were no adverse patient effects.